Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.